Event description:
The customer reported via phone call that her boluses from today were not being recorded. Customer's blood glucose was 389 mg/dl. Customer's most recent blood glucose was 454 mg/dl. Customer has taken her own correction. Customer stated that she sees a circle no her screen. Customer's current blood glucose was 554 mg/dl. Customer corrected via syringe. Customer was advised to program a normal or easy bolus into the air. Customer stated that the bolus did not appear in the history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
It was noted that the pump was programmed with multiple bolus deliveries and all were registered properly in the bolus history. No history anomaly noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensory system, and excessive no delivery test. There was no cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.